Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15818. Related manufacturer reference number: 2017865-2020-15819. It was reported that the patient developed twiddler's syndrome. The right atrial and right ventricular lead dislodged and were not functional. The leads were explanted and replaced and the pacemaker was reused. The patient was stable post procedure.